Manufacturer narrative:
An event regarding crack/fracture involving an accolade inserter was reported. The event was confirmed. Device evaluation and results: a visual inspection of the returned device noted that the device was returned in used condition. The version control tab had broken off from the device. Some concentric scratches were also observed at the inserted end of the device. Examination of the returned device with a material analysis engineer indicated "fracture surface obscured by post-fracture abrasion." Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. A visual inspection of the returned device noted that the version control tab had broken off from the device. Some concentric scratches were also observed at the inserted end of the device. Examination of the returned device with a material analysis engineer indicated that the fracture surface was obscured by post-fracture abrasion. Hence the root cause of the event could not be established. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a hemi arthroplasty performed on a patient's left side, the version control tab of the quick connect inserter broke off. Another instrument was immediately available and the procedure was performed successfully with no adverse effects to patient and no delay in surgery.

Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a hemi arthroplasty performed on a patient's left side, the version control tab of the quick connect inserter broke off. Another instrument was immediately available and the procedure was performed successfully with no adverse effects to patient and no delay in surgery.